Manufacturer narrative:
The manufacturer previously reported that this notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The patient states that the device is making them sick. The patient stated the pressure is "too much" which is not allowing the patient to sleep causing his mouth the to remain open which has resulted in having a sinus problem. The patient has stated they are allergic to mold and believes the sinus issues are due to the device. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The patient states that the device is making them sick. The patient stated the pressure is "too much" which is not allowing the patient to sleep causing his mouth the to remain open which has resulted in having a sinus problem. The patient has stated they are allergic to mold and believes the sinus issues are due to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.